Manufacturer narrative:
The device was returned to the manufacturer for repair. The service record indicates that the device is 16 years old and this is the first repair for this device. The likely cause of the reported complaint was an out of calibration device, and a damaged dermatome blade. The head, control bar, calibration shaft and adjustment cams were all replaced to be able to calibrate the device. The out of calibration state was due to a lack of preventative maintenance. Clinical follow up indicated one blade produced two unsatisfactory grafts. When the blade was replaced, an acceptable graft was obtained. A review of the two returned dermatome blades showed one blade damaged, which was consistent with the blade installed incorrectly. The slot in the blade mount which attaches to the drive pin was elongated. Indicating the blade was not moving correctly while the drive pin was oscillating, causing damage to the blade mount. The zimmer air dermatome instruction manual gives directions for installing the blade: "mate the drive pin with the hole in the blade. Note: "insert with this side up" message." This is a re-usable device and has not been returned to zimmer for service or p.m. Since its purchase in 1995. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer air dermatome, the white knobs were ground down on two of the dermatome blades. First blade took paper thin graft, then a full thickness graft was obtained and they had to repair that area. Additional clinical follow up with the hospital indicated that when the surgeon harvested the initial graft it was "paper thin," and unusable. An additional, unplanned, amount of donor tissue was harvested and the dermatome produced a full thickness skin graft at this time. The ptsg was surgically dissected to obtain a tissue thickness that was able to be meshed. The melted tissue was sutured onto the second harvest site wound and appropriately dressed. The rn stated he removed the 2" width plate and removed the dermatome blade following the ftsg. The rn noted at this time "little white shreds" around the two rivets on the dermatome blade. The rn inserted a second dermatome blade and replaced the 2" width plate on to the same dermatome handpiece. A third, unplanned, donor site graft was harvested w/o incident.